Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that on the day after the implant, a routine x-ray revealed that the right atrial lead had dislodged into the right ventricle. A device interrogation revealed that the atrial lead was sensing ventricular events and the atrial lead pacing was resulting in right ventricular capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.